Event description:
It was reported that pump screen was dark and would not turn on despite customer attempts to wake display. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.